Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was placed into surgery mode prior to the procedure. Later, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the issue was resolved post-troubleshooting.